Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a viv procedure after an implant duration of 6 years, 5 months due to mitral regurgitation. A successful tmvr was performed with a 26mm 9750tfx valve. The patient was sent to recovery in stable condition.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a viv procedure after an implant duration of 6 years, 5 months due to severe mitral regurgitation. A successful tmvr was performed with a 26mm 9750tfx valve. The patient presented with shortness of breath, nyha class 3. The patient was sent to recovery in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.